Event description:
It was reported that the clinical study patient experienced pain and discomfort around the implantable pulse generator (ipg) site. The patient was prescribed muscle relaxants and advised to use a lidocaine patch. The skin over the ipg site had a reaction to the lidocaine patch, therefore, the patient suspended use of the patch and was prescribed an alternative medication for pain. Additional information was received that the patient underwent a revision procedure where the ipg was accessed and removed from the pocket with the leads still attached. The pocket was irrigated, and the ipg battery was placed back in the pocket where two sutures were placed to anchor the ipg in the pocket. The pocked was closed and topical bacitracin was applied to the incision. There were no reported complications postoperatively. The event was assessed to have been possibly due to the device.

Event description:
It was reported that the clinical study patient experienced pain and discomfort around the implantable pulse generator (ipg) site. The patient was prescribed muscle relaxants and advised to use lidocaine patches. The skin over the ipg site had a reaction to the lidocaine patch, therefore, the patient suspended use of the patch and was prescribed an alternative medication for pain.